Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered anti-tachycardia pacing (atp) and shock for fast atrial fibrillation. No intervention was performed. The patient was stable.